Manufacturer narrative:
(B)(4). The results of the investigation are as follows: the event is confirmed. Review of the most recent repair record determined that the cart was not powering on and the power inlet module was deformed. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit would not power on. There was evidence of burning/charring/scorching or signs of fire or sparking on the device but no smoke. No harm or injury reported to operator or patient. It was reported that no further information is available.